Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that when making it zero, (when the device was under invasive pressure) the nurse realized that her syringe drew in air. She then noticed that the device was pierced at the end of the rigid connection. The device was then removed with no consequences to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring made attempts to obtain add'l info on 02/12/2013, 02/28/2013, 03/04/2013, and 03/05/2013. To date no response has been received. If add'l pertinent info becomes available, the report will be updated.